Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 320 to 1490 ohms over a two month period. There was also evidence of rising rv thresholds and loss of capture but the patient did not experience any asystole as they had an underlying rhythm. It is believed that the rv lead is fractured, however this has not been confirmed through x-ray or fluoroscopy. The system was reprogrammed to pace unipolar and the patient will be seen for a rv lead replacement procedure sometime soon. For now, the system continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information made available from the field indicates that this rv lead was surgically abandoned and replaced. The fracture was believed to be due to a subclavian crush. The rv lead is no longer in service. No additional adverse patient effects were reported.